Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service.

Event description:
It was reported that the arctic sun device gave the nurses on the floor alert 114 (treatment stopped) and 14 (patient temperature 1 probe out of range). During functional it was determined that the device showed no signs of issues. System hours were 1982, requested 2000-hour service. Per sample evaluation results on 20sep2024, it was reported that the pressure transducer reads -3.3 with no circulation pump power applied and tank seals were cracked.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the alarm 14 was determined to be the patient temperature probe being temporarily moved from pt1 to pt2 during therapy when pt1 was the controlling input. The device was evaluated upon receipt. Device has alarm 14. Patient data showed the probe was switched back to pt1 clearing the alarm. Pressure transducer reads -3.3 with no circulation pump power applied. Performed pm procedure. Tank seals cracked. Replaced circulation pump, mixing pump, heater, manifold o-rings, tank tubing, tank seals. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under baw2800736 revision 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. A temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor. A DHR review is not required as the serial number is unknown. Correction: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd